Event description:
The manufacturer received information alleging a patient expired while on the ventilator. The caregiver claimed the device malfunctioned. The device's downloaded event log was retrieved and reviewed. There were no alarms noted to indicate any malfunction of the device. No operational issues were noted. The device was manually powered off on (B)(6) 2022 at 21:39:05 and not powered back on until (B)(6) 2022 at 09:21:18. At the reported date and time of the event, (B)(6) 2022 at 08:47 am, the device was powered off. Based on the evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed and did not cause or contribute to the noted event.